Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. As it is unknown which device(s) may have contributed to the reported aneurysm enlargement and endoleak, a additional conformable gore® tag® thoracic endoprosthesis device has been included in this report: tgu404020j/15247483; UDI: (B)(4). The gore® tag® thoracic endoprosthesis instructions for use (IFU), states complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an aortic arch aneurysm using conformable gore® tag® thoracic endoprostheses (ctag). The 3-debranch procedure was performed and two ctag tgu404020j and tgu404020j were placed. It is unknown which was placed proximally since both were the same size. During the procedure, no endoleak was observed and the procedure was completed. The patient tolerated the procedure. After the procedure (date unknown), a CT revealed a possible proximal type I endoleak. The physician decided to take a wait-and-see approach since it was a slight enlokeak. During follow-up examination (date unknown), it was observed that the endoleak was still remained and the diameter of the aneurysm became more than 65mm. It was considered the aneurysm became enlarged. It is unknown how much the aneurysm became enlarged compared with the initial procedure since the diameter of the aneurysm during the initial procedure is also unknown. On (B)(6) 2019, re-intervention was performed whereby conformable gore® tag® thoracic endoprostheses with active control was placed in the proximal part of the ctag (ctag-ac). During the placement, the ctag-ac slightly moved distally. No treatment was required for the movement. The procedure was completed and the patient tolerated the procedure.